Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax which required a chest tube placement and supplemental oxygen. The patient was asymptomatic. The pneumothorax was discovered via chest x ray immediately after the procedure. The initial size of the pneumothorax was moderate and did not increase in size over time. The size of the target lesion was 9 x 7 millimeters (mm) in the right upper lobe and abutting the major fissure. The procedure was completed as planned with no delay. The physician believed that the pneumothorax would have likely occurred via another modality. The physician considered this pneumothorax to be iatrogenic from needle biopsy/ forceps biopsy involving the pleura, a known complication of lung biopsy procedures. There was no device malfunction associated with the event. The patient was hospitalized for two days but one day was due to patient deconditioning. The patient is currently at home. The biopsy diagnosis confirmed recurrent metastatic breast cancer.

Manufacturer narrative:
Based on the information provided, the cause of the post-procedure complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. Per an intuitive surgical, inc (isi) advanced failure engineer, a system log review cannot be performed because the system logs are not available at this time. .